Event description:
It was reported that a patient underwent left total knee replacement surgery on (B)(6) 2011 and suture was used. Approximately five to six months ago the patient noted that there were scaly patches on the incision. Steroid cream was used and the patches went away. The scaly patches returned when the steroid cream was discontinued. The incision line started breaking down and now the incision line has opened. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-04189. The same device is represented in each medwatch as it was involved in two events.